Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact entered a blood glucose (bg) value for it to be recorded in the pump history; however, accidentally entered an incorrect bg value into the pump. At the time of the event, the customer was not experiencing an elevated bg level, and did not deliver the bolus. The customer called tandem technical support to inquire if there was a way to delete the incorrect bg value. Tandem technical support educated the customer that once a value was entered into the pump, it was unable to be deleted from the pump history. The contact acknowledged the information.